Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) from daybreak that a 27-year-old, male patient stated that the top right side button broke from the device at night on (B)(6) 2026. The button stayed secure to the band so no harm was caused. A remake of the device was submitted and the device was requested to be returned. The device was cleaned with water and foam cleaner and ultrasonic. No outside clinical evaluation was sought. The patient has discontinued using the device.